Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. DHR for the libre sensor kit and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for this issue and identified no tripped trends. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that for the past two months she has been experiencing skin irritation while wearing an adc freestyle libre sensor. She further reported the area where the sensor was inserted was irritated, causing her to scratch the site, resulting in the removal of the sensor after 10 days of wear. Customer noted having contact with a healthcare provider who treated her with an unspecified medication. Attempts to clarify details in the case have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.